Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the cloudy image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that bending rubber perforated. Based on the technical report, it was evaluated to submit MDR.